Manufacturer narrative:
The device has not been returned to date and no photographic evidence has been provided; therefore, the reported event cannot be verified. If the device is returned at a later date, the investigation may be updated and reanalyzed. The service history was reviewed and found similar repairs to this complaint. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year review of complaint history revealed there has been a total of 20 reports, regarding 20 devices, for this device family and failure mode. During this same time frame 2,795 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.007. Per the instructions for use, the user is advised the following: continually check handpiece for overheating. If overheating is sensed, immediately discontinue use and return equipment for service. Overheating of the blade or bur may cause damage to the blade or bur and may cause burns or thermal necrosis. Rotation of handpiece usage per day will assist with proper performance. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device, d4240, ergo 2-button shaver handpiece, was being used on (B)(6) 24 and was ¿hot¿. There was no impact or injury for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. Device not yet received.

Event description:
The customer reported that the device, d4240, ergo 2-button shaver handpiece, was being used on (B)(6) 2024 and was ¿hot¿. There was no impact or injury for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.